Event description:
It was reported that this left ventricular (lv) was tested on all programmable vectors and it did not capture. In occasions when captured occurred it caused phrenic nerve stimulation. Technical services (ts) was consulted regarding disabling lv pacing and maintaining right ventricular (rv) pacing only. Reprogramming options to keep only rv pacing were provided, and a follow up visit was scheduled in the near future. This lv lead remains in service. No additional adverse patient effects were reported.